Manufacturer narrative:
Film evaluation summary: the exact cause of the reported events could not be determined from the films provided. The cause of the type ia endoleak from the valiant captivia is unknown. Pre-implant anatomy is unknown and earlier post-implant films were not provided. It is possible that disease progression may have been a factor. The cause of the insertion difficulties appeared most likely anatomy related and due to implanting within the previously implanted non-mdt aaa devices. CT¿s prior to implant of the navion revealed that the patient had a previously implanted valiant captivia positioned across the arch beginning just past the brachiocephalic artery. The 76mm max diameter taa began just caudal to the lcca and a likely proximal type I endoleak was confirmed. A non-mdt stent graft system had been implanted into the patients infrarenal abdominal aorta; the maximum aaa diameter measured ~31mm. The stent graft limb on the right side was positioned down into the distal portion of the right common iliac artery; the flow lumen diameter within the distal portion of the right limb measured ~7mm. Just distal to the right limb at the right iliac bifurcation the right external was severely acutely angulated >90 deg. The right external/femoral arteries were also severely calcified. On the left side the non-mdt stent graft limb was positioned down into the left external iliac artery, and this limb also appeared to have been extended with an unknown mfg stent or stent graft further distally into the leia. The cause of the deployment difficulties could not be determined from the returned images. Angiograms during the navion implant re-confirmed a very tortuous right external iliac beginning just distal to the right limb. The films revealed that a valiant navion delivery system had been brought up through the previously implanted captivia, and was positioned several cm¿s proximal to the captivia into the ascending thoracic. An endurant limb was also seen having been placed via the brachiocephalic into the ascending thoracic and positioned parallel to the navion d-s. No images were returned showing the device advancing to the target or during deployment of the stent graft. The final image revealed that the navion had been deployed with the brachiocephalic chimney bypassed. Brisk blood flow was seen within the chimney bypass; however, there was limited blush flow seen within the valiant stent graft system. No other obvious stent graft issues were observed. It is possible that anatomical issues, interaction issues with the sheath, positioning difficulties encountered via implanting within the previously implanted non-mdt devices, and implanting with force may have all been potential contributors. Not following the IFU by implanting in zone 0 may have also been a factor. A device issue cannot be ruled out as a potential cause. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: vamf3636c150te, serial/lot #: (B)(4), ubd: 22-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in a patient for the thoracic endovascular treatment of a type ia endoleak, using a chimney technique. The procedure was completed not following the IFU for implanting in zone 0. A valiant captivia stent graft system was previously implanted approximately 11 months earlier. It was reported the wires and catheters were difficult to insert on the right side due to resistance. A dummy run was carried out with sentrant sheath sensh2028w but it was not possible to insert the device up to the level of the right common iliac artery even after pta was carried out. It was attempted to deliver the navion device on the right without using the sheath, but it became stuck in the external iliac artery, just before the common iliac artery. The sentrant sheath sensh2228w was then inserted in the right external iliac artery/femoral artery for added stability but it was still not possible to insert the navion device. The navion device could not pass beyond the level of the right external iliac artery to the common iliac artery. A dummy run was then attempted with the sentrant sheath sensh2228w through the left femoral artery. The sentrant sheath became stuck inside the iliac extension of the previously implanted non-medtronic stent graft. Pta of the iliac extension was carried out and it was then possible to insert the sentrant with force, up to the level of the non-medtronic stent graft. The valiant navion stent graft was inserted thought the sentrant sheath, with force, up to the thoracic arch. The endurant ii limb etlw1620c82ee was inserted through the right subclavian artery to be used as the chimney but was too short and was changed for etlw1620c124ee. After angiography, rapid pacing was started and deployment of the navion stent graft was begun. It was reported that after a few rotations of the blue handle the deployment stopped. It was reported that a ¿click¿ was heard at every rotation, but the deployment stopped. It was reported that, using extreme force and resistance, it was possible to deploy the stent graft step by step with the quick release (the blue handle was unlocked and the stent graft deployed) but it took a lot of time. It was decided at the time of deploying the navion stent graft to also deploy the stent graft limb etlw1620c124ee to get flow to the brachiocephalic artery as the patient¿s health had deteriorated. It was reported the patient no longer had cardiac output and defibrillation was carried out several times. After deployment of the stent graft the tip capture mechanism failed. It was reported that it was possible to rotate the blue tip capture mechanism handle and bring it downward, but the tip capture was still in the same position in the graft, so it did not open the first covered seal stent. The handle was pulled down fully, with resistance felt. The back up meijer wire was brought downwards so the flexible part of the wire was located in the arch at the level of the tip capture, but the tip capture mechanism did not move and remained in place. It was decided to use the troubleshooting technique at this stage due to the defibrillation and resuscitation attempts of the patient, so the small blue handle was opened, and it was attempted to retract the tip capture directly downwards, but it did not work. It resulted in the first covered seal stent coming completely downwards. It was pushed upwards to get aligned with the right position for the graft. The next step was to open also the big blue handle as troubleshooting technique but it did not help. It was reported the physician then decided to pull back the whole delivery system and at that time the covered seal stent deployed, and it was possible to remove the delivery system. After that the navion was ballooned at the level below the chimney only. Angiography showed flow of the chimney but much less flow in the thoracic graft. Due to the status of the patient it was decided to stop treatment at this time. It was reported the patient died. As per the physician the cause of the deployment difficulties was due to the friction between the navion device and the sentrant sheath. The cause of the tip capture mechanism failure is unknown. It cannot be confirmed whether the endurant iliac extension used as a chimney was involved in the patient's death. No additional clinical sequelae were reported, and the patient has expired.